Event description:
On (B)(6) 2011, the pt who was hospitalized for encephalitis developed ventricular fibrillation. No therapy was delivered by the ICD device involved in this MDR report. After two external shocks, which temporarily reduced the arrhythmias, the pt passed away.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the us. Analysis is pending.